Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse removed all the reagent probes and cleaned the mixers and the drains. The cse replaced the reagent 1 (r1) and reagent 2 (r2) probes and auto-aligned all the probes. The cse removed and cleaned the integrated multi-sensor technology (imt) module and replaced the peripump tubing. Based on a continuing concern by the customer, the cse was re-dispatched to the customer site to perform additional troubleshooting. The cse discovered that the r1 check was failing and replaced the r1 probe and auto-aligned the probe. Upon a follow-up visit, the cse replaced the reagent 5 (r5) probe and drain and performed an auto-alignment. The cse replaced the horizontal belt assembly and auto-aligned the r5 probe. The cse replaced the water purification module (wpm) progard, qgard and biopak filters and then flushed and rinsed the filters. The cause of the discordant, falsely low calcium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on sample (B)(6) upon an initial run and on sample (B)(6) upon a repeat run on a dimension vista 1500 instrument. Sample (B)(6) was initially tested on an alternate dimension vista instrument, resulting higher. The discordant results were not reported to the physician(s). Sample (B)(6) was repeated once, while sample (B)(6) was repeated two more times on the original instrument, resulting higher. The repeat result for sample (B)(6) was reported to the physician(s), while it is unknown which high result was reported for sample (B)(6). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.